Manufacturer narrative:
Changed h11 - additional mfg narrative from the returned device was evaluated and the pod was received with corrosion visible through the top and bottom housings. No damage was observed on the top or bottom that would lead to fluid getting into the device. Download data showed the pod generated an 0x40, "rotational sensor maximum open count exceeded", alarm. Upon opening the device, corrosion and corrosion debris was observed on several internal components. Fluid path testing found a tear in the unexposed portion of the soft cannula, 0.081 inches from the nail head, which resulted in internal fluid leaks. Inspection of the commutator cap found fluid residue and corrosion. This fluid contamination indicates that the internal fluid leak resulted in fluid on the commutator cap that contributed to the rotational sensor abnormalities and subsequent 0x40 alarm. To the returned device was evaluated and the pod was received with corrosion visible through the top and bottom housings. No damage was observed on the top or bottom that would lead to fluid getting into the device. Download data showed the pod generated an 0x40, "rotational sensor maximum open count exceeded", alarm. Upon opening the device, corrosion and corrosion debris was observed on several internal components. Fluid path testing found a tear in the unexposed portion of the soft cannula, 0.081 inches from the nail head, which resulted in internal fluid leaks. Inspection of the commutator cap found fluid residue and corrosion. This fluid contamination indicates that the internal fluid leak resulted in fluid on the commutator cap that contributed to the rotational sensor abnormalities and subsequent 0x40 alarm. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone, cloud - omnipod 5 software app version, cloud - smartphone operating system, cloud - smartphone hardware, cloud - cgm sensor type.

Manufacturer narrative:
The returned device was evaluated and the pod was received with corrosion visible through the top and bottom housings. No damage was observed on the top or bottom that would lead to fluid getting into the device. Download data showed the pod generated an 0x40, "rotational sensor maximum open count exceeded", alarm. Upon opening the device, corrosion and corrosion debris was observed on several internal components. Fluid path testing found a tear in the unexposed portion of the soft cannula, 0.081 inches from the nail head, which resulted in internal fluid leaks. Inspection of the commutator cap found fluid residue and corrosion. This fluid contamination indicates that the internal fluid leak resulted in fluid on the commutator cap that contributed to the rotational sensor abnormalities and subsequent 0x40 alarm.

Event description:
A patient reports while wearing a pod between 1 and 4 hours they had received a pod communication error. In addition the patient reported blood glucose levels were over 250 mg/dl.